Manufacturer narrative:
The axium coil has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this coil felt resistance in the sheath and coil broke. The patient underwent coiling treatment for a giant unruptured saccular aneurysm located in left supraclinoid segment. Measuring 29mmx8mm. Axium coil was well prepared as per IFU. The coil sheath was kept in line with catheter hub and started passing the coil. The physician felt a high resistance after passing few centimeters of coil hence he started retrieving it back into sheath but suddenly felt the pusher wire was very freely moving. Decided to take out the sheath and pull the coil out of micro bare. But as soon as the sheath was pulled out the coil was stuck at the distal end of the sheath and proximal part of coil was separated out. The coil broke into 2 pieces. This was 8th axium coil that was planned to be deployed, post this event with the same micro catheter another 5 axium qc coils were deployed without any resistance. There were not any patient symptoms or complications associated with this event.

Manufacturer narrative:
D10: device available for evaluation - additional information. G4. Date MFR rec ¿ additional information. H2: type of follow up - device evaluation. H3: device evaluated by manufacturer- additional information. H6: codes updated the device was returned for evaluation and the clinical observation was confirmed. As received, the axium coil pushwire appeared to be broken at the distal segment with the release wire extended out. The implant coil, detached element, shield coil, lumen stop, retainer ring and the coin were found to be missing and not returned. In addition, there was no introducer sheath or headway duo catheter returned with the pusher. Based on the reported event descriptions, the headway duo appeared to be incompatible for use with the axium coil. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. Kinks and bends found on along the length of the pushwire. Based on the axium coil analysis and on the event description, the root cause was found to be that the headway duo catheter was not compatible for use with the axium coil; subsequent causing the pushwire to become damaged and separated. Since the introducer sheath, implant coil, detached element, coil shield, retainer ring, lumen stop and the coin were not returned; any contribution of the introducer sheath, implant coil, detached element, shield coil, retainer ring, lumen stop and the coin to the reported issues could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.